Manufacturer narrative:
Philips has investigated the complaint. Based on additional information, it was identified that a "kv out of range" alert appeared on the system, causing a brief unavailability of fluoroscopy during a diagnostic procedure. The fluoroscopy became accessible again when the user pressed the footswitch once more. There were no additional impacts on the patient or the procedure. The system automatically logged this issue as a remote monitoring alert in the service tool. A philips remote service engineer (rse) conducted a remote analysis and monitored the system. Since the number of alerts received did not necessitate onsite intervention or further action by philips, the service order was closed, and the system was returned to use in good working order.

Event description:
It has been reported to philips that fluoroscopy was not available. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.